Event description:
The pt was undergoing a right ureteroscopy with holmium yag laser, laser lithotripsy, extraction of ureteral stone. The pt had multiple stones which were fragmented using laser lithotripsy. Several fragments were removed using a stone basket. There was 1 stone which had migrated up to the renal pelvis. This was grasped with the nitinol stone basket. The basket became entrapped in the mid ureter in the region of the sacroiliac joint. Multiple attempts were made to release the stone from the basket without success. The basket was then disassembled and the ureteroscope was advanced to the stone and the area was treated with laser lithotripsy. Care was taken to ensure that the basket was not violated. Further manipulation was done and the basket released. It was noted that the basket had broken off from the stem. Several fragments of wire from the basket were also noted. Multiple attempts were made to grasp the fragments without success. The case was then converted to an open procedure. The second procedure was an open exploration, open ureterolithotomy and removal of stone basket. The pt did well postoperatively and was discharged in 2008.